Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of high blood glucose readings and priming anomaly from the insulin pump. The customer's blood glucose reading was 400 mg/dl. The customer treated with a shot. The customer stated that she had problems last night with blood glucose not going over to the pump. The customer stated that insulin was unable to exit "preparing to prime" loop. The customer did not receive a second series of beeps after pressing down act button. The customer declined to troubleshoot for high readings.